Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the test results are inaccurate. The patient reported meter readings compared with another meter, however no results were specified. The issue was not resolved with troubleshooting.